Event description:
It was reported the procedure was being performed in the burn unit. The physician started the insertion and felt resistance, pulled back and restarted the insertion. He again felt resistance and pulled back and noticed that the wire was shredded. As a result, a new kit was used and placed successfully. There was a delay in treatment with no patient harm and no patient harm and no patient death or complications.

Manufacturer narrative:
(B)(4).